Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and are not yet evaluated. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling to one half inch below the fill reference mark.

Manufacturer narrative:
Received 3pc 454334/b20103ln, 6pc 454322/b200735b, and 8pc 454334/b20093a8 for evaluation. Received customer pictures. Also received a random assortment of additional materials/batches which are not part of the complaint and some of which are expired. We have no further inventory of the claimed materials/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data h3: samples received; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.